Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.

Event description:
In 2007, the customer reported to bsc that during a polypectomy procedure a female pt (age unknown), after deployment of the resolution clip, "a small piece of metal" that connects the clip to the catheter dislodged into the small bowel where it was left to pass via peristalsis. According to the customer there was no add'l trauma sustained to the bleed site due to this issue. The pt did not sustain any complications or ill effects as a result of this issue.